Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found tamper seal removed/broken: no, the right plunger case is cracked and the flippers were sticking up. The reported issue was duplicated. The cause of the reported used was due to the flippers were sticking up. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of service issue during the investigation.

Event description:
It was reported the device exhibited "check syringe plunger sensor alarm". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.